Event description:
In 2008, the pt's wife reported the adhesive on the patient's insulin infusion sets is not properly adhering. She stated the adhesive on the headset begins peeling off around the edges and then peels off completely. During troubleshooting, she stated the pt changes his infusion headset every 2-3 days. She said the pt sweats profusely. The patient's wife stated the pt cleans the area and allows it to dry before inserting the headset. The wife was educated on the sandwich technique. Complimentary prep wipes and tegaderm were sent to the pt. On follow up with the patient's wife eight days later, she stated the prep wipes have resolved the issue. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.